Event description:
It was reported that the customer was in the emergency room due to high blood glucose of 500mg/dl. Troubleshooting was performed. The time, date, and bolus wizard settings were correct. Assisted the customer to run a manual prime test and the insulin did exit. Performed a high pressure test and passed. Advised that the insulin pump is functioning as designed. Instructed to change the infusion set and reservoir. Suggested to remove the cannula and it was not bent. Found through the prime history that the customer is not changing the infusion set and reservoir every two to three days as required. Advised nurse that not changing the infusion set and reservoir every two to three days may have caused the high blood glucose. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.